Manufacturer narrative:
The customer requested an event log review to check programming. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only.

Event description:
The customer reported that a secondary cytarabine infusion (200 mg/1000 ml per day) was expected to infuse at 41.67 ml/hr each day for a 3 day induction cycle of chemotherapy, however the medication took longer than expected on (B)(6) and (B)(6). The primary line contained saline, and the patient¿s weight was (B)(6) kg. On (B)(6) 2018 at 1328 the infusion was started on the patient. On the first day the chemo infused within 24 hours. On day two the 1l infused in 27 hours, and the third day almost 36 hours. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of the infusions taking longer than expected was confirmed. The pcu event log shows that the device was not programmed as reported and shows inconsistencies in the programming of cytarabine low dose, including programming it as a primary infusion. Although the customer reported that the infusions were started on (B)(6) 2018, the pcu event log shows that pump module s/n (B)(4) was not added to system until 12:16 pm on (B)(6) 2018. At 5:28 pm on (B)(6) 2018, the device was programmed and started for a primary infusion of IV fluid at 100ml/hr with a vtbi of 100ml. The user then programmed a custom concentration secondary infusion of cytarabine low dose 200mg/100ml which made the concentration 2mg/ml. The user entered 2m2 for the bsa, which made the dose 100mg/m2. The vtbi was 100ml and the user entered 24 hours and 44 minutes for the duration, which made the rate 4.04ml/hr. The user started the infusion and selected yes to the guardrails warning ¿rate is below the guardrails limit of 4.17ml/hr. Proceed?¿ at 5:30 pm, the user changed the rate to 41.6ml/hr which changed the duration to less than the intended 24 hours; the user kept adding vtbi to the infusion until the device was channeled off at 10:24 pm. At 10:36 pm, the user programmed a custom concentration primary infusion of cytarabine low dose 200mg/100ml which made the concentration 2mg/ml. The user entered 2m2 for the bsa, which made the dose 100mg/m2. The vtbi was 1000ml this time which made the concentration 0.2mg/ml. The user entered 24 hours for the duration, which made the rate 41.7ml/hr. At 2:07 am to 2:09 am on (B)(6) 2018, the device alarmed several times for air in line and flo stop open. At 3:07 pm, the user changed the vtbi to 500ml. At 3:07 am on (B)(6) 2018, the primary infusion completed and the device transitioned to kvo at 20ml/hr. At 3:15 am, the user changed the vtbi to 75ml. At 5:00 am, the device was channeled off. At 5:01 am, the user programmed a basic infusion at 20ml/hr with a vtbi of 50ml and then a secondary custom concentration infusion of cytarabine low dose to infuse at 41.6ml/hr with a vtbi of 40ml. At 5:02 am, the user changed the rate of the secondary infusion to 41.7ml/hr. At 5:25 am, the user changed the vtbi of the secondary infusion to 40ml. At 6:22 am, the secondary infusion completed and the device transitioned to the primary infusion running at 20ml/hr. At 6:31 am, the device was channeled off. At 6:39 am, the user restored the previous infusion running at 20ml/hr but changed the rate to 41.7ml/hr. At 7:42 am, the device alarmed for flo stop open twice for a total of 6 seconds. At 7:46 am, the user changed the vtbi to 1000ml and started the infusion. At 10:27 am, the device was channeled off and the system shut down and powered off. At 8:36 am on (B)(6) 2018, the system was powered on and the user programmed and started a basic infusion at 500ml/hr with a vtbi of 500ml. At 9:36 am, the primary infusion completed and the device transitioned to kvo at 20ml/hr. The device was then channeled off and the system shut down and powered off. The root cause of the infusion taking longer than expected was identified as user programming with the device not being programmed as described, being channeled off several times and not allowed to infuse continuously, and the vtbi being changed with the same duration, which affected the time for the volume in the bag to complete.